Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a fully unresponsive touchscreen and could not slide to unlock after attempting a restart and trying to complete a firmware update, with a small crack noted on the screen; the issue is consistent with an unresponsive key or button and pertains to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user continued therapy using backup methods. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen input pathway manifesting as unresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.